Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 20.0 mg/ml bupivacaine at a dose of 10.806 mg/day and 7.6 mg/ml dilaudid at a dose of 4.1064 mg/day via an implantable pump for non-malignant pain and reflex sympathetic dystrophy syndrome (rsd)/causalgia-complex regional pain syndrome. It was reported that the patient was having withdrawal. She thought she heard the pump beep once and was feeling sick. The last healthcare provider (hcp) clinic was closed and the new hcp handling refills lost their job. The consumer was going to bring the patient to the hospital. The patient did not have a hcp. Additional information was received on 2017-jan-19. The pump beeped because it was empty. The circumstances that led to the withdrawal and patient feeling sick was the pump was empty. The patient followed up with the hcp and the pump was turned off. The patient had an appointment with the neurosurgeon on (B)(6) 2017 to have the pump explanted. The patient did not want the pump anymore and ¿never wanted to go through that again¿. The withdrawal and feeling sick had not resolved. The patient was still weak and not able to drink a lot. The patient could put down some (B)(6) or broth. The patient had an appointment with a managing hcp to follow-up for the pump on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.